Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user contacted support stating their blood glucose was going down after meals, including breakfast and dinner, while using the ilet bionic pancreas with a g7 cgm; a subsequent review showed a recent meal bolus and a cgm value of 95 mg/dl, and the user was advised that this was in range and to treat low alerts per usual guidance. Symptoms included hypoglycemia. Outcomes included oral glucose treatment. Investigation included review of available usage data and troubleshooting with education. Investigation of this case revealed no device alerts or alarms, and no device malfunction was identified; the cause of the reported hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.